Event description:
Cracked or broken pivot point.

Manufacturer narrative:
The lab evaluation confirmed a brokenpivot point. Broken pivot point. Ross standard procedure includes attempting to obtain all required information from the source.